Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " false positive reported in drawer a".

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system 19 false positive results were obtained by the laboratory personnel. Confirmatory pcr testing was performed and the results were negative. Results were not reported out and there was no report of patient impact. The following information was provided by the initial reporter: false positive reported in drawer a

Manufacturer narrative:
H.6. Investigation: a failure for false positive was reported on a mgit 960 instrument (p/n 445870, s/n (B)(6) ). The customer reported a false positive result in drawer a. A bd field service engineer replaced the calibrator tubes, which had expired. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for (B)(6) was reviewed and revealed no previous complaints related to false positives. The root cause was the expired calibrators. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system 19 false positive results were obtained by the laboratory personnel. Confirmatory pcr testing was performed and the results were negative. Results were not reported out and there was no report of patient impact. The following information was provided by the initial reporter: false positive reported in drawer a

Manufacturer narrative:
The following field was updated with additional information: b.5. Describe event or problem: it was reported that while using bd bactec¿ mgit¿ 960 system 19 false positive results were obtained by the laboratory personnel. Confirmatory pcr testing was performed and the results were negative. Results were not reported out and there was no report of patient impact. The following information was provided by the initial reporter: false positive reported in drawer a.